Event description:
It was reported that the ventilator alarmed for required restarting the system and was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator generated "restart ventilator alarm". Identification of issue has been done by analyzing problem description and service report. Based on technician statement, water entered the inspiratory section of the unit. The technician remarked that main back-plane printed circuit board (pcb), expiratory channel pcb, monitoring pcb and control pcb need to be tested. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction and this is a reason that the issue was decided to be reported. There was no patient harm. It has remained unknown under which circumstances water entered the unit. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).